Event description:
It was reported that when the pump then implanted (B)(6) 2008 the pump was put in too low. The pump had been migrating down since then. The patient¿s abdomen was scarred from surgical procedures. She was in pain for the past 4 years and began seeing a new health care provider (hcp). Within a year of seeing the new hcp, the patient was completely pain free. The pump was being used to deliver fentanyl.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).